Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) is sensing ventricular activity resulting in inappropraite sensing following a ventricular paced event. The atrial sense markers were noted to fall within the refractory period, therefore, it did not affect therapy delivery. The patient is 100% paced so the physician was unable to verify ventricular sensing behavior. Cpi received additional information in december 1999 that inappropriate atrial sensing has triggered 55,000 atr (mode switches) with this ICD. A single beat loss of capture was also reported and thresholds were very low, but stable.